Event description:
It was reported that the patient was hospitalized for low blood glucose levels. It was also reported that prior to the hospitalization, the pump dispensed insulin from the cartridge during an "ezprime" operation while the patient was still attached to the infusion set. Review of the pump history during evaluation revealed a "no cartridge detected" warning on the day the patient was hospitalized.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed "no prime" warnings associated with zero force and a "no cartridge detected" warning on the day the patient was hospitalized for low blood glucose levels. The pump was primed successfully and exercised during evaluation with no alarms occuring. The user guide warns the user never to prime the tubing when the infusion set is connected to the user's body and that doing so can result in unintended delivery of insulin.